Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of flatlines in the ECG waveforms was confirmed but the cause is unknown. Three photographs were returned for evaluation. The first photograph was of the 5fr dual-lumen powerpicc solo packaging header bag with the label. The label was printed with ref: (B)(4) and lot: rejv2680. The other two photographs were screenshots of the sherlock 3cg+ confirmation system showing the ECG waves. In both photographs, the intravascular wavelength showed a flat line in the signal. No photographs were provided of the 3cg tps stylet or ECG leads, so it could not be verified if either component contained any visible physical damage. Although it could be confirmed the user was unable to obtain readings at points during the procedure, the cause of the issue could not be determined from the returned images. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that yellow internal beep shows wave form for 1/2 to 2 rhythms and then goes blank/flatlines. They have tried reconnecting the sensor on the chest plate and same result. They primed with saline so connection should occur, but it did not. Shutdown and restarted sherlock, same thing happened (no p wave). No patient involvement.